Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Photographs provided by the customer were evaluated. The photographs displayed the suspect cartridge; the cartridge tip and cartridge were observed to be damaged. Due to no product received, no further evaluation could be performed. The complaint issue "cartridge tip cracked/damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable, as there is no indication that the lens was implanted. Section d6b: explant date: not applicable, as there is no indication that the lens was implanted. Section e1: initial reporter first & last name: unknown, as information was asked but it was not provided. Section e1: email address: unknown, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge of the preloaded intraocular lens (iol) device was damaged. No patient injury was reported. No further information was provided.